Event description:
The pt had a mammographically guided insertion of hook-wire for localization of non-palpable breast lump for surgical intervention. The breast lesion localization needle was positioned in radiology dept under x-ray and the pt was transported to theatre for surgery. General anesthetic administered, localization needle then fell out. The surgeon stated that the wire was not pulled or knocked, but just fell out. The surgeon further advised that the breast tissue was not particularly dense tissue, but that it was fatty soft breast tissue. The physician questions if this was due to possible failure of "hook" spring tension in wire. A replacement was used for the second localization.

Manufacturer narrative:
As no device was returned for our examination, we are unable to confirm the validity of this report. At this time, it is uncertain why the physician encountered difficulty; however, ther appropriate personnel have been made aware of this problem. During the quality control inspection process, a statistical sampling of the hookwire is done to verify the correct angle of the hookwire. We will continue to monitor this device.